Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the patient was admitted into the hospital with his ldh greater than 2000. The hospital staff was unable to obtain any blood chemistry on the patient because all of his samples were hemolyzing as they were drawing them. There was also a large amount of hemoglobin in his urine. The patient's ast was elevated, total and oxy hemoglobin were 192 and 155. On interrogation, it was noted that the device shut off 2 days prior; however, neither the patient nor his nurse heard a red heart alarm. The patient was not given heparin infusion because his inr was supratherapeutic at 6.3 on admission. The patient's pump was exchanged, and remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.